Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was deployed the top cap was re-seated prior to the delivery system removal. During the step to pull the device into body of the bifurcated stent graft it would get hung up in the stent graft. It was then noticed the thumb wheel had separated in two pieces. The wheel was turned in normal fashion and no force was applied. At this point the spindle was manually retracted into the sleeve after which the tapered tip was retracted and secured into the graft cover by pulling the proximal portion of the handle downwards. The device was carefully removed while securing the top cap. No clinical sequelae were reported and the patient is fine. The device was returned and its evaluation has been completed. The device was returned bloodied. The stent graft was deployed during the procedure and remains in the patient. Upon inspection of the delivery system, the external slider was 40 mm from the front grip. The tapered tip was advanced 64 mm from the graft cover. The spindle was advanced 21 mm from the sleeve. The two halves of the thumbwheel were separated, with a pin and latch missing from their respective sides. The break of the pin and latch were clean, shear breaks. The wings of the thumbwheel t-tube were 21 mm from their starting position. The rest of the device was unremarkable. The thumbwheel wings were pulled back to their starting position, which recombined the spindle and sleeve. The external slider was recombined with the front grip, which recombined the graft cover and tapered tip with less than a 2 mm gap. The thumbwheel halves were separated. The cause of the separation was due to the damage to the locking mechanism of the component. The root cause of the break could not be conclusively determined.

Manufacturer narrative:
(B)(4). Results and conclusion: (removal difficulty).